Manufacturer narrative:
(B)(4). Customer has indicated that the device will be returned for investigation and repair. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
When using a dermatome machine, it cuts into the patient's skin leaving a full thickness wound. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Additional information relayed that this serial # on this report is a typo error. It has been determined that this device did not cause or contribute to the reported event.